Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was over 500 mg/dl. At the time of incidence, customer was treated with insulin via manual injection. Customer's blood glucose level was 263 mg/dl. Customer had flu. Customer reported that the insulin pump kept suspended for overnight. Customer reported that they did not calibrate over 400 mg/dl. The insulin pump will not be returned for analysis.